Event description:
It was reported that a user recently started on the ilet pump with a freestyle libre 3 plus sensor, disconnected the pump overnight due to uncertainty about sleeping with it attached, and observed blood glucose (bg) rising to 185 mg/dl, upon reconnection, the user noted a bg value of 157 mg/dl. Education was provided to remain connected overnight so the system can learn insulin needs. Symptoms included hyperglycemia. Outcomes included no serious health consequences despite a delay to therapy due to disconnection. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to an improper method that did not follow instructions, involving the pump. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.